Manufacturer narrative:
For the reported information, the device was not returned to bd for evaluation. However, medical records were provided for review. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced migration. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old female patient's weight was not provided.